Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was done. The patient was stable.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.